Event description:
The pt reported experiencing elevated blood glucose of 400 mg/dl for 4-5 days. The pt change the infusion device accessories and bolused through the infusion device but was unable to lower her blood glucose. The pt believes the infusion device does not accurately deliver insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.